Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown legacy zimmer (lz) screw was not returned. Since the reported product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item family (IFU/rmf). No pre-existing conditions were noted and the patient had unknown bone density. Pictures or x-ray images were not provided for this complaint. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted as not enough information was provided for the reported device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant got loose three times. This implant has recently been removed on (B)(6). It needs at least three month for the bone to recover before the new one be put in. Tooth location not reported.